Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 375cc mentor memorygel breast implant prosthesis ruptured intra-operatively during a breast augmentation revision surgery. There was a procedural delay of 15 minutes, but an extra prosthesis was immediately available as a replacement. Despite this, no adverse events or patient consequences occurred during the rupture event.